Event description:
Boston scientific received information that during the attempted implant of a cardiac resynchronization therapy defibrillator (crt-d), high out of range pacing impedance measurements were observed upon connection of the device to this chronic implantable defibrillation lead. Another crt-d was connected to the lead and high out of range pacing impedance measurements were again observed. No adverse patient effects were reported.

Manufacturer narrative:
The chronic implantable defibrillation lead was surgically abandoned and a new lead was implanted. Pacing impedance measurements with a new crt-d and lead were within normal limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.